Manufacturer narrative:
(B)(4): evaluation, results: (mi).

Manufacturer narrative:
Correction to event date - date of event has been confirmed as (B)(6) 2011 and not (B)(6) 2011 as previously reported.

Event description:
Additional information received states that the investigator has indicated that the previously reported mi event was definitely related to the study device.

Event description:
Three endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; two stents were implanted in the proximal circumflex and one in the left main coronary artery. A myocardial infarction was reported to have occurred 2 days post the stent implant. The investigator has indicted the event was possibly related to the study device and procedure but not related to the study vessel. At the 30 day follow up the pt had no change in angina status since last contact. (Ref MFR# 9612164-2011-000992, 9612164-2011-00993).

Event description:
It is reported that patient death occurred approximately 26 months post index procedure. Cause of death was cardiogenic shock. Investigator indicated that the reported event was not related to the study device.

Event description:
Approximately 25 months post index procedure, a cardiac catheterization showed presence of an important obstructive lesion in the lad.

Manufacturer narrative:
(B)(4)